Event description:
The interventional radiologist was performing a thrombectomy to re-open a shunt using a ptd device. Due to the patient's difficult anatomy, the device became lodged in the shunt and could not be removed. The patient was taken to the or for vascular cut down to remove the device.